Event description:
It was reported that the pt underwent an open right inguinal hernia repair procedure in 2008. Postoperatively about 4 days later, the pt developed a seroma. It was indicated that drainage of the seroma was required. The event resolution was about 6 days later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.